Event description:
A 46 yr old white female g1p1 status post bilateral subglandular inframammary surgitek gels right 235cc and left 270cc for augmentation 11/11/82. She denies trauma but complains of right upper outer quadrant lump growing since 1991. Arthralgias, myalgias, fatigue, hot flashes, headaches, neurocognitive problems, hair loss, rashes, gastrointestinal/genitourinary/menstrual problems. Otherwise healthy.